Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 48 mg/dl. Customer experienced having a numb face, sweatiness and treated their low blood glucose level with glucose tablets. Customer¿s current blood glucose level was 257 mg/dl. Customer believed they accidentally changed their basal rates which may have resulted in low blood glucose levels. Customer advised the insulin pump was cracked in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit passed self-test, rewind test, displacement test, prime test and excessive no delivery test . Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.